Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen retrieval on a laparoscopic appendectomy, the bag tore, and the specimen fell into the patient but was retrieved. A competitor bag was used to complete the case. There was no patient injury.